Event description:
It was reported that the battery of this pacemaker went from nine years to six years of longevity in a short period of time. Boston scientific technical services (ts) confirmed that outputs at auto and not high. Percent power comparison near aa hundred percent and based nominals, nothing odd was found. According to clinic, patient was not in atrial fibrillation (af). Ts also stated that the battery was initially capped when it was first implanted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.